Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent spo2 signals. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable failed visual inspection due to broken clamps on both sides of the mini-d connector. The cable passed continuity testing and was found to be functioning as designed.